Event description:
Product alert: ge healthcare has recently become aware of a potential safety issue due to intermittent noise on ECG and/or respiration waveforms associated with movement of the ECG connector on the dash, pdm, and/or tram module. This issue had not been identified at our facility, but staff have been educated on the product alert. ECG and respiration signal noise caused by dash, pdm, and/or tram ECG cable connector movement may result in reduced ECG, respiration and arrhythmia detection performance. Not all product codes were affected and we did not have the monitor with any effected product codes.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.